Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered more insulin than intended. Customer did not provide any additional information and declined troubleshooting. There was no reported impact to blood glucose. Review of pump data was not able to be performed as there was no recent pump upload available.